Event description:
The pulsar-18 t3 peripheral self-expandable stent system was selected for treatment of a mildly calcified lesion (65% stenosis degree) in a mildly tortuous segment of the sfa. The device got stuck in the 4f fortress sheath and did not enter the target sfa. While trying to remove the stent it would start deploying.